Manufacturer narrative:
The following devices were also listed in this report: mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 041999. Mrhk bumper insert - neutral; cat# 6481-2-130; lot# ldd131. Mrhk tib ins 24mm xs/s s1/s2; cat# 6481-3-224; lot# lcn325. Mrh axle; cat# 6481-2-120; lot# ctd1875. Mrhk femoral bushing; cat# 6481-2-110; lot# ldg673. Mrhk femoral bushing; cat# 6481-2-110; lot# lcz976. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised a gmrs knee as the patient was complaining of some clicking coming from his knee. The surgeon said the tibial sleeve appeared to be deformed and worn and that there was an appearance of what he thought was metallosis in the knee joint however he said there appeared to be no metal on metal contact.

Manufacturer narrative:
An event regarding wear involving an mrh tibial sleeve was reported. The event was not confirmed. Device evaluation and results: not performed as the sleeve was not returned for evaluation. Medical records received and evaluation: insufficient medical records were provided for review. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for this lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as x-rays, operative reports as well as full patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon revised a gmrs knee as the patient was complaining of some clicking coming from his knee. The surgeon said the tibial sleeve appeared to be deformed and worn and that there was an appearance of what he thought was metallosis in the knee joint however he said there appeared to be no metal on metal contact.